Event description:
It was reported that during an unspecified procedure, the subject device exhibited image dropouts and loose contact. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the investigation identified the following malfunctions: because cable unit is twisted the displayed image is flickering and due to poor water-tightness of button, water tightness is lost a root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure and because cable unit is twisted, the displayed image is flickering. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.